Event description:
Pt admitted to hosp on 12/1/98, for surgery on 12/2/98, for laryngeo-tracheoplasty surgery with reconstruction of trachea using cartilage harvested from 4th rib, right side. Eight days later, the surgeon and the prescribing physician determined the pt was healed well enough to prescribe airway clearance, although noting a small air leak present in the trachea. The abi vest system was prescribed for airway clearance needs, as determined by the pt's thick secretions, chronic cough and persistant ateletasis in the r upper lobe and l lower lobes. The abi vest system frequency was set at 5hz, pressure was set at 2 and pt began vest therapy at approx 6 pm. Pt was noted to have a grunting respiration prior to and during the therapy. After approx 20-30 secs, the pt experienced subcutaneous emphysema in the neck and facial area and vest treatment was stopped. On 12/11 at 11 am, a tension pneumothorax was noted on the right side. The pt was intubated at approx 3 pm and placed on a mechanical ventilator secondary to respiratory distress. During this intubation, the pt was inadvertently intubated in the esophagus and on second attempt was correctly intubated in the trachea. Pt later went to surgery for placement of a tracheostomy tube to allow the trachea to heal. It was noted in surgery that there was a significant tear in the trachea. Pt weaned from mechanical ventilation on 12/12. Pt discharged with tracheostomy on 12/17. Pt scheduled for removal of tracheostomy on 12/28.